Event description:
A customer contacted baxter's technical service center regarding feeling overfull during homechoice therapy. The home patient states she went to the initial drain and the machine moved to fill 1 immediately. The last fill volume of the previous therapy was 2000ml and the fill 1 volume was 2000ml. The initial drain alarm was set at 0ml. The technical service representative (tsr) explained the alarm setting and advised the home patient to talk to the nurse about changing it. Patient was feeling abdominal discomfort. Tsr put the home patient into a manual drain and drained 5847ml.